Event description:
It was reported that customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer declined to answer additional questions, and no further actions or outcomes were reported.